Event description:
It was initially reported a free flow event involving heparin infusion. Bd has received additional information. It was reported that on (B)(6) 2024, at 2134 heparin bag (25,000 units heparin in 250 ml 0.45% normal saline) was noted to have infused all 250ml of heparin and heparin infusion had been started at 2027 at 9.5ml/hr. And had been given a 4150-unit bolus (41.28ml) at 2032. Per report, staff member stated she remained in room for 2 minutes to ensure the bolus was delivered and that the infusion had changed back to the primary infusion rate and then she left. Other infusions running at the time of the event: metronidazole 500mg x 1 infusing at 200ml/hr. Started at 2027 and completed at 2134. Upon discovery of the empty bag of heparin the rn noted that the pump still was programmed at 9.5 ml/hr. And that the remaining vtbi (volume to be infused) was 201.1 ml. Due to the event, it was reported that the "ufh went from less than 0.04 pre-heparin administration to 1.80 at 2252 post discovery of infusion of whole heparin bag. It was not in therapeutic range until (B)(6) 2024 at 0442 and returned to baseline of 0.11 at 0652 on (B)(6) 2024. The patient was reportedly given 25 mg of protamine to reverse the heparin. The patient was then transferred to tertiary medical center secondary to portal vein thrombosis, cirrhosis, and active on liver transplant list.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: imdrf annex a, g, c, d codes and remedial action #.

Event description:
It was initially reported a free flow event involving heparin infusion. Bd has received additional information. It was reported that on (B)(6) 2024, at 2134 heparin bag (25,000 units heparin in 250 ml 0.45% normal saline) was noted to have infused all 250ml of heparin and heparin infusion had been started at 2027 at 9.5ml/hr. And had been given a 4150-unit bolus (41.28ml) at 2032. Per report, staff member stated she remained in room for 2 minutes to ensure the bolus was delivered and that the infusion had changed back to the primary infusion rate and then she left. Other infusions running at the time of the event: metronidazole 500mg x 1 infusing at 200ml/hr. Started at 2027 and completed at 2134. Upon discovery of the empty bag of heparin the rn noted that the pump still was programmed at 9.5 ml/hr. And that the remaining vtbi (volume to be infused) was 201.1 ml. Due to the event, it was reported that the "ufh went from less than 0.04 pre-heparin administration to 1.80 at 2252 post discovery of infusion of whole heparin bag. It was not in therapeutic range until on (B)(6) 2024 at 0442 and returned to baseline of 0.11 at 0652 on (B)(6) 2024. The patient was reportedly given 25 mg of protamine to reverse the heparin. The patient was then transferred to tertiary medical center secondary to portal vein thrombosis, cirrhosis, and active on liver transplant list.

Manufacturer narrative:
Additional information : manufacturer narrative. Note that imdrf annex a090202, c02, d02, g05005, g0405203 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was initially reported a free flow event involving heparin infusion. Bd has received additional information. It was reported that on (B)(6) 2024, at 2134 heparin bag (25,000 units heparin in 250 ml 0.45% normal saline) was noted to have infused all 250ml of heparin and heparin infusion had been started at 2027 at 9.5ml/hr. And had been given a 4150-unit bolus (41.28ml) at 2032. Per report, staff member stated she remained in room for 2 minutes to ensure the bolus was delivered and that the infusion had changed back to the primary infusion rate and then she left. Other infusions running at the time of the event: metronidazole 500mg x 1 infusing at 200ml/hr. Started at 2027 and completed at 2134. Upon discovery of the empty bag of heparin the rn noted that the pump still was programmed at 9.5 ml/hr. And that the remaining vtbi (volume to be infused) was 201.1 ml. Due to the event, it was reported that the "ufh went from less than 0.04 pre-heparin administration to 1.80 at 2252 post discovery of infusion of whole heparin bag. It was not in therapeutic range until (B)(6) 2024 at 0442 and returned to baseline of 0.11 at 0652 on (B)(6) 2024. The patient was reportedly given 25 mg of protamine to reverse the heparin. The patient was then transferred to tertiary medical center secondary to portal vein thrombosis, cirrhosis, and active on liver transplant list.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: unique device identifier (UDI)#, medical device serial #, device available for eval?, returned to manufacturer on, device eval by manufacturer?, device manufacture date, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. Added pi to the unique device identifier (UDI)# field. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of over infusion was confirmed during laboratory testing and attributed to a broken upper hinge post on the platen assembly. Inspection of the pump module observed the platen assembly broken at the upper hinge post. The performed unregulated flow testing and the one-hour timed rate accuracy test executed on the suspect pump module with the damaged platen observed unregulated flow. After the observed broken platen assembly was temporarily replaced for testing purposes only with a known good platen, no further unregulated flow was observed. A review of an infusion that matched the reported parameters was observed on (B)(6) 2024 and is summarized below. On (B)(6) 2024 at 8:26 pm programmed for heparin (drug ID 183) was started with a rate of 9.5 ml/h and a vtbi of 248 ml. At 8:32 pm, a bolus was received /started at a dose of 4150 units for 2:36 minutes. At 9:08 pm, the pump module was channeled off and the system powered off with the primary volume infused (pvi) at the value of 46.901 ml. The pcu device and pump module recorded no errors or malfunctions on the reported incident date. The alaris system user manual recommends that the pump module is inspected for damage before each usage. Bd identified that use error was the cause for breakage at the upper platen hinge post. Root cause the probable cause of the reported over infusion of heparin was determined to be a broken upper hinge post on the platen assembly. The root cause of the broken upper platen hinge post is suspected to be caused by a misuse event where the door is forcefully closed with an external object lodged between the platen and bezel or the device was mishandled (i.e dropped). This can cause these components to experience excessive forces and crack or break. Note that this report lists imdrf annex a040502, a2305, a0404 , g04100 , g04037 , g0301201, c0601 , c23 , d11, codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was initially reported a free flow event involving heparin infusion. Bd has received additional information. It was reported that on (B)(6) 2024, at 2134 heparin bag (25,000 units heparin in 250 ml 0.45% normal saline) was noted to have infused all 250ml of heparin and heparin infusion had been started at 2027 at 9.5ml/hr. And had been given a 4150-unit bolus (41.28ml) at 2032. Per report, staff member stated she remained in room for 2 minutes to ensure the bolus was delivered and that the infusion had changed back to the primary infusion rate and then she left. Other infusions running at the time of the event: metronidazole 500mg x 1 infusing at 200ml/hr. Started at 2027 and completed at 2134. Upon discovery of the empty bag of heparin the rn noted that the pump still was programmed at 9.5 ml/hr. And that the remaining vtbi (volume to be infused) was 201.1 ml. Due to the event, it was reported that the "ufh went from less than 0.04 pre-heparin administration to 1.80 at 2252 post discovery of infusion of whole heparin bag. It was not in therapeutic range until (B)(6) 2024 at 0442 and returned to baseline of 0.11 at 0652 on (B)(6) 2024. The patient was reportedly given 25 mg of protamine to reverse the heparin. The patient was then transferred to (B)(6) medical center secondary to portal vein thrombosis, cirrhosis, and active on liver transplant list.